Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus thailand (oth) and similar past cases, omsc surmised that this phenomenon occurred because the staff of the user facility had not been trained sufficiently on the handling and reprocessing the subject device according to the instruction manual. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the routine preventive maintenance on-site by the field service engineer of olympus (B)(4), it was found that there was dirty debris on the distal end and the subject device was reprocessed without detaching the distal cover. The field service engineer immediately reported to the customer and the customer reprocessed the subject device once again immediately. The reprocessing method of the subject device by the user is unknown. There was no report of patient injury associated with this event.